Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that this same issue occurred twice on this same (B)(6) male pt. In the uti, difficulty was met when removing the swg from the catheter placed in the pt's right subclavian which resulted in the swg unraveling. As a result, a new kit was opened and used, however, the same issue occurred. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence. See MDR 1036844-2013-00183 for the second report.